Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified a device with red particles in the surface of the shell, the device appears to be intact and observed deformation.no labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side biocell implant replacement surgery. Healthcare professional additionally reported seroma. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: biocell implant replacement surgery.

Event description:
Healthcare professional reported right side biocell implant replacement surgery. Healthcare professional additionally reported seroma. Device has been explanted and discarded.